Manufacturer narrative:
Block d2b: pro code (product code): qrb.

Event description:
It was reported that during procedure, physician had an accidental dural puncture and chose to abort the case. Patient is being treated with fluids and lying flat to reduce any possible headaches.